Event description:
The jetstream catheter was used to treat a calcified lesion in the distal sfa. One pass was made in the minimum diameter mode, and a second pass was made in the maximum diameter mode. The physician encountered some resistance and performed a contrast run revealing a non-flow limiting dissection. It was treated with a balloon and then a stent.

Manufacturer narrative:
There was no indication, based on the physical evaluation of the returned device and the case report, that the device failed to perform as intended (causing a malfunction) leading to the dissection. Dissection is an inherent risk for the treatment of peripheral vascular disease with pathway medical's jetstream catheter, and is listed as a potential adverse event in the IFU.